Event description:
A pt had aaa repair in 2007. On follow-up, the CT indicated that the right limb had thrombosed (see also 1820334-2008-00328). The physician tried to pass a wire up the right side, but it would not pass, so she performed a fem-fem bypass. During the pt's next follow-up visit, the fem-fem seemed to have a clot in it so another CT was performed and this scan showed that the right limb of the zenith graft had opened up. The physician went in and passed a wire up the right limb, and then used a balloon expandable stent to open up the pinched off area. The final run looked great. Pt outcome is good at this time.

Manufacturer narrative:
Event evaluation - still under investigation.